Event description:
Facility reported 1 incident of a broken occluder foot on a transfer set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.